Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a hematoma. The physician opened the pocket and successfully cauterized that were still bleeding from the original implant and removed any blood clots. The patient was stable before, during and after the procedure.